Event description:
Healthcare professional reported through regulatory agency "intracapsular rupture, silicone perspiration (reason for explantation), modification of device¿s colour, capsular contracture (baker grade I: breast¿s shape and suppleness are normal)". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.